Manufacturer narrative:
(B)(4). The sample has been requested for evaluation. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned to baxter for evaluation. During the investigation, a burnt odor was coming from the power input module confirming the reported issue. The input module was replaced and the device passed all testing per local procedures and protocols. Visual inspection found no physical damages. Based on the results of the evaluation; the cause for the reported issue was determined to be the power input module. The power input module was replaced. The device was serviced and passed all tests.

Event description:
During troubleshooting of a power failure alarm that appeared on the homechoice (hc) machine during dwell 1 of 5, the nurse stated there was an electrical smell coming from hc machine. The technical service representative (tsr) advised the nurse to disconnect the home patient (hp) and complete therapy with manual supplies. The tsr further advised the nurse that the hc machine would need to be swapped. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.